Event description:
There was an allegation of questionable glucose results for 1 patient sample on a cobas 6000 c501 module. The initial result was 116 mg/dl, and the repeated result was 89 mg/dl.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The qc for glucose was acceptable. However, the qc for other parameters was out of range. A general reagent issue was excluded. The field service representative found that the reagent probe had caused a yellow film on the cover, and he discovered excessive play in the sleeve bearings within the reagent probe mechanics. He replaced the bearings, needles, and rotary sleeves. He performed checks and tests with acceptable results. The investigation determined the service actions resolved the issue.